Event description:
The manufacturer received information alleging a trilogy evo ventilator had no firmware and the screen was blue. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received email communication from the customer on 09 june 2025 requesting the subject device be returned to the customer unrepaired as per the options available under the philips service policy. Philips returned the device unrepaired to the customer on 27 june 2025.